Event description:
After approximately 5 hours of contact lens wear, the pt experienced a problem. When the pt removed the contact lens from the eye, a portion of the superficial layer of the cornea apparently adhered to the contact lens. The pt sought medical care at the hosp where an ophthalmologist prescribed an antibiotic and provided appropriate follow-up care. Although, the pt is still under treatment, the prognosis is for full recovery in one to two months. The event was reported from facility and the english translation of the medical records defines the diagnosis as "corneal detachment". This is not a recongized medical term; however, based on the description of the events the most appropriate diagnosis is believed to be corneal erosion.